Event description:
It was reported that the "catheter detaches. The cuff which is supposed to secure the catheter is no longer visible after catheter has detached."

Manufacturer narrative:
No sample was returned for eval and no lot number was provided. We are unable to determine the cause or factors that may have contributed to this event due to insufficient info.